Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 31192435. The lot number was known and the complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As reported by a female consumer on (B)(6) 2016, she developed an infection from the solution within the contact lens package. The consumer indicated that the eye doctor informed the solution was "bad" and that she will most likely have scar tissue as a result. The consumer's sight is foggy and hazy. She is currently out of work because she cannot see and she is unable to drive. Additional information received from patient on 08/31/2016 included an email request from the patient to call as the patient stated, " I haven't been doing well or being able to see clear at all". Additional information has been requested, but not yet received.